Event description:
Procedure type: cosmetic (abdominoplasty). According to the reporter: two months post-operatively, pt came in with incision openings and 3-4" strands of vloc that had to be removed. Pt had to be re-sutured in office. There was tissue damage and pt injury.

Manufacturer narrative:
(B) (4).